Event description:
Customer reported that he changed the infusion set and reservoir and during prime then when trying to give himself insulin, it will not deliver and received a no delivery alarm. Customer also stated that he takes the insulin pump off to shower, put it on suspend and when reconnecting the screen is blank. He presses the act button and then it goes back to the home screen. Customer declined to troubleshoot for no delivery alarm. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.